Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system's door was unable to open. The inner covers were reported to be 'chewed up' as if it had caught on something. The representative was able to pop them back into place to open the door. There was no patient present when this issue was identified.